Event description:
We are reporting 8 events that happened in the 5 months period, where the neulasta on-pro (pegfilgrastim) device either failed to deploy, fell off, and/or leaked. Each device was reported to and sent back to the company. Each device was assessed by the company. Devices were replaced by the manufacturer. These events resulted in delayed treatment and inconvenience for the patients.